Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached up to 310 mg/dl while wearing the pod between 24 and 36 hours. Patient stated the cannula dislodged from the infusion site (arm); upon removal, the cannula also appeared bent. Swelling at the site was also reported. As treatment, a new pod was applied and a 3 unit bolus was delivered.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to dislodging of the cannula or cause skin swelling at the infusion site. The exact cause of the reported dislodging and skin swelling could not be determined. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. An 0x1c alarm was generated indicating that the pump had reached the pump expiration time. The device ran for 80 hours. The length of soft cannula was observed to be within specification. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended.